Manufacturer narrative:
(B)(6). Sex/gender: male.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported while the device was operating in battery mode and the patient was being transported, the device shut down due to a data acquisition pcb adc reference failure. There was no patient harm.